Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step of load sequence and was concerned insulin was not delivering correctly. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing cartridge and successfully resumed insulin, and technical support educated caller to remove air bubbles from cartridge, ensure pump piston was in contact with bottom of cartridge reservoir, and follow correct loading steps, which caller acknowledged and understood.